Event description:
Reporter indicated that a vns patient had a lead break and was being referred for revision surgery. Diagnostic testing resulted in high lead impedance. Total revision surgery was performed, and the explanted product has been returned to the manufacturer for review. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.